Manufacturer narrative:
(B)(4). As the device was not returned for analysis, no evaluation could be performed. However, it was reported that single use supplies were reused. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that during the troubleshooting for an unrelated alarm, the home patient (hp) had reused single use supplies. This occurred during the peritoneal dialysis (pd) therapy. The hp had become disconnected, after which the hp reconnected. The technical service representative (tsr) instructed the hp to end the therapy and finish with manual supplies or start over with new supplies. The tsr advised the hp regarding the disconnection/reconnection process. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.